Event description:
It was reported that the patient had received a generator replacement a couple of weeks ago. The patient had been experiencing muscle weakness and was hospitalized. The muscle weakness had an unknown relation to the generator replacement surgery. After some time the patient was transferred to a rehabilitation center as a result. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.